Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) impedance measurements of greater than 2500 ohms, and non-capture. The device was programmed to right ventricular (rv) only pacing; however, the patient was continuing to receive lv pacing. This was due to the patient's atrial fibrillation (af) and when the device was in an atrial tachy response (atr) mode switch, the lv lead was pacing during the atr mode switch. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.